Manufacturer narrative:
Patient's (B)(6) (month and date are unknown). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. Warning of serious and life threatening adverse events are outline in the IFU. These surgical procedures are associated with numerous risks and adverse events including sepsis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from australia by the "vad coordinator that the patient was septic." It was stated that "family meeting to discuss outcome of patient" is ongoing. No other information available. Investigation is ongoing.